Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The hard drive was replaced and the system software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was not saving pt images. There is no report of injury or death associated with the event described in this complaint.